Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿does not allow for urine drainage¿. A potential root cause for this failure could be "occlusions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip flo valve out and down." Correction: d10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheters allegedly would not drain when hooked to the leg bags, and it resulted in numerous home health calls to client homes with complaints of clients left with bladder volumes of 1200mls and up. Apparently the valve wasn't opening allowing free flow of urine, which caused by-passing and large volume of urine in bladder. It caused discomfort and frustration for the client. Per the customer via follow up on (B)(6) 2020, it was found that the catheter leg bag was the issue. The urine does not drain into the bags properly. Yet once the bag is removed the urine flows freely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters allegedly would not drain when hooked to the leg bags, and it resulted in numerous home health calls to client homes with complaints of clients left with bladder volumes of 1200mls and up. Apparently the valve wasn't opening allowing free flow of urine, which caused by-passing and large volume of urine in bladder. It caused discomfort and frustration for the client.